Event description:
A doctor alleged that a patient had experienced a loss of a bridge after placement with optibond xtr, gel etchant, and nx3.

Manufacturer narrative:
Patient specific information with regard to age and weight was not provided. Upon the patient's return visits, the doctor re-cemented the bridge for the patient without further incident. To date, the patient is doing fine. An evaluation is anticipated but has not yet begun.

Manufacturer narrative:
A 'visual inspection' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations within the manufacturing process. In addition, no similar complaints were received with regard to this lot.